Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during use, the white piece within cuff inflation port came out. Therapist was able to reseat white piece and subsequently, air was able to be inserted and withdrawn from pilot balloon and cuff pressures observed. Patient had persistent recurring leak. Dead end cap was added to distal end of pilot balloon with temporary leak cessation. Subsequently, hemostats were placed on proximal pilot line (to bypass spring load entry) with approximately 1.5 hours of leak cessation. Leak returned and intensivist performed tube exchange with success.